Event description:
On (B)(6) 2012, the pt was treated for an aortic transsection with a conformable gore tag thoracic endoprosthesis ((B)(4)). The device was advanced with a gore dryseal sheath ((B)(4)). After the device was implanted and the sheath was withdrawn the iliac ruptured. The iliac was repaired and a bypass procedure was performed. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.